Event description:
On 9/13/96, the physician contacted a MFR nurse and reported the pt complained of sudden pain, same pain as before the device was implanted. The pt pain has been well controlled for over 1.5 years. The pt was admitted to the hosp for pain management. The physicain informed the MFR nurse that he would perform a dye study to determine device catheter placement. The MFR nurse reviewed device sideport cautions and faxed the physician device refill instructions and bolus procedure. In addition, the MFR nurse mailed the physician add'l info concerning the device. The physician who managed the device in the past, has left the area.

Manufacturer narrative:
On 10/23/96, the MFR's clinical rep. Was informed by the facility's nurse that the morphine sulfate dose was increased. The patient was doing much better and they will continue to use this therapy. On 11/1/96, the facility nurse informed a MFR rep. That since the patient's morphine concentration was increased to 6 or 7 mg/ml (she did not have the patient's chart at hand so she was not sure of the exact dosage), the patient has not complained of any pain breakthrough and appears to be receiving adequate pain relief. Additionally, the facility nurse stated that the device will remain implanted for continued use in the patient's therapy regimen. Since the device will remain implanted for continued use in the patient's therapy regimen, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog number and a trend was not ID. A review of the device history record di dnot reveal any mfg variances related to this event for this device. Based on the info available and due to the unavailability to the device, no conclusion can be drawn as to the cause of this event. However, the 90 degree kink that was noted in the intrathecal catheter at the entrance to the spine may be contributing to teh slow flow rate of the device. Note: intrathecal infusion of morphine was not MFR's indication for the device's intended use. Although not part of the MFR's original october 1992 device safety alert, instructions provided in the alert guidelines apply to this device. No further details are available at this time. The MFR is now closing the file on this event.